Event description:
It was reported that ten days post implant pericardial effusion was noted in the patient. It was also reported that a lead perforation was suspected. It was noted by the physician that the patient already had pericardial fluid before the implant procedure. It was also noted that after monitoring no apparent perforation was confirmed. The lead remains in use and no medical intervention wasdone. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).